Event description:
Pt was doing well until 2/26/97 when it was noticed that the catheter was nonfunctioning. Attempts at infusion showed that the catheter was leaking retrograde around the catheter. Ultrasound of left arm to r/o clot. Pt needs 4 more cycles of chemotherapy. Pt c/o pain & swelling lt. Arm. Catheter surgically removed li. Venous port 2/21/97 and placed rt. Groshong cath. Found to have ruptured catheter at the 20cm. Mark on the lt. Side.